Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was given a new charger because they had broken it. The system was interrogated and was found to be off or only switched on for short periods. The patient was unable to account for this. The patient appeared a little confused with how to recharge/use the system.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2015 explanted: (B)(6) 2016, product type: extension. Product ID: 37751, product type: recharger.

Event description:
A healthcare professional for a clinical study, via a manufacturer representative, reported that the patient was not getting desired effect from the stimulator. The implantable neurostimulator (ins), lead, and extension were explanted on (B)(6) 2016. The reason for modification was the patient's choice (an elective action). The issue resolved. Later information received from the healthcare professional (hcp) of a clinical study reported that the patient perceived a lack of pain relief from the device. The outcome was resolved without sequelae. Interventions included reprogramming sub threshold levels in all positions were programmed. The patient was advised to not use the handset to avoid confusion. A new charger was given to the patient as battery fully depleted for 2 weeks and they were unable to interrogate system. The patient was reprogrammed to cathode at 7 with anode at 6 and set at 3 volts, 1,000 hertz and 200 microseconds. The device was explanted and not replaced. The patient reported a lack of pain relief. The device was interrogated and showed that the system was either shut off or only used for limited time. The patient was very distressed at consultation with general dissatisfaction with pain relief and stimulator. The patient broke the charger. The etiology was reported as related to the device or therapy and not related to the implant procedure. Despite a successful trial, the patient had general dissatisfaction with therapy effectiveness and patient expectations were not realized. The patient attended clinic on (B)(6) 2015 stating that he had not received any pain relief and was dissatisfied with stimulator effectiveness. Numerous subsequent clinic consultations to educate, reprogram, and attempt resolution had failed to convince patient of therapy effectiveness. The patient listed for removal of the system and the patient was successfully explanted on (B)(6) 2016. The patient's relevant medical history includes back pain with leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the event was related to the patient's usability issues with the recharge process as the patient had cognitive difficulties with recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported conflicting information that the recharger was not broken.